Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient's device was overdischarged, they did a trickle charge and charged the device. It was not indicated when the overdischarge occurred in relation to their previously reported issues of their ins not charging all the way up, the ins discharging rapidly and trouble getting coupling boxes when recharging (before, after, etc.) It was reported that the rep was not aware of these issues and did not know the cause of them, but thought that the patient just didn't recharge their device. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having issues charging. The implantable neurostimulator (ins) did not charge up all the way and then rapidly discharges. The ins never charged up all of the way. It was mentioned that there was trouble getting coupling boxes, the patient would then charge for 2-3 hours, and it would only get to 70-75%. It was also reported that they could only get a day and a half out of a charge when they used to get 4-5 days. It took a long time to charge. The length of time between charged had gradually decreased but it would depend on if they charged at night. The patient had seen their health care professional (hcp) and a manufacturer representative about this issue on the 19th and was redirected to patient services. The caller mentioned the urgent medical device safety notification from may of 2016 that they read from the manufacturer website regarding model that the patient had implanted. The issues had been since implant. The decrease in time between charges had been increased in 2017 for the last 2-3 months. There were no patient symptoms reported. The representative would be meeting the patient on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-06-29 reporting that the patient had called the manufacturer and health care professional (hcp) for assistance. The cause of the issue was unknown as it just started to discharge more quickly. For now the issue of over discharge was resolved but it was still depleting quickly. The event date could not be clarified. There had been no weight changes since implant. No further complications were reported.